Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that noise was observed on the atrial lead. The noise was at times close in amplitude to measured p waves. A possible lead revision was discussed. There were no patient consequences.